Manufacturer narrative:
(B)(4). Failure to follow steps/instructions. It was reported that a 2.25 x 15 mm xience v stent was implanted in the distal lesion and the 2.5 x 23 xience v stent was implanted in the mid lesion for a total of 38mm in length. It should be noted that the instruction for use (IFU) states: the xience v everolimus eluting coronary stent system (xience v stent) is indicated for improving coronary luminal diameter in patients with symptomatic heart disease due to de novo native coronary artery lesions (length less than or equal to 28 mm) with reference vessel diameters of 2.25 mm to 4.25 mm. In this case, the IFU deviation does not appear to have caused or contributed to the reported patient effects.

Event description:
It was reported that the procedure was to treat a lesion in the distal right coronary artery (rca), into the posterior descending artery (pda), and a lesion in the mid rca. The 2.25 x 15 mm xience v stent was implanted in the distal lesion and the 2.5 x 23 xience v stent was implanted in the mid lesion. The patient was sent to recovery; however, then experienced left arm/chest pain and st elevation. The patient was transferred back to the lab. A dissection was noted distal to the mid rca stent, with no flow in the distal portion of the artery. A non-abbott guide wire and a 7french guiding catheter were advanced; however, the guiding catheter caused an additional dissection in the aortic root. A 3.0 x 15 mm xience was implanted in the ostium of the rca for treatment. The 2.25 x 12 mm xience v stent delivery system (sds) was attempted to be advanced to the distal dissection, but could not cross. Multiple balloons were used for dilatation in the rca. A non-abbott stent was implanted in the pda and a 3.5 x 18 mm xience v stent was implanted in the adjacent to the stent in the ostium of the rca, distal. The 2.5 x 18 mm xience v sds was attempted to advanced distal; however, became stuck on the first ostial stent. The sds was pulled out with resistance, and the stent dislodged and was stuck in the ostial rca stent. The guiding catheter was changed and a 4.0 balloon was used to smash the dislodged stent inside the 3.0 x 15 mm xience v stent. Multiple smaller stents were implanted in the vessel for a full metal jacket (2.25 x 8 resolute, 3.0 x 8 xience, 2.5 x 12 xience, 2.5 x 12 xience, 3.0 x 18 xience, 3.0 x 18 xience, 2.75 x 8 xience). The procedure was completed with a good flow, and good patient outcome. No additional information was provided.

Manufacturer narrative:
(B)(4). Guide wire: choice floppy, guide cath: 7french al1, stent: 2.25 x 15 mm xience v. There was no reported product deficiency and the product was not returned. The reported patient effects of dissection, angina, and occlusion as listed in the instructions for use (IFU), are known adverse events associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling. The 2.5 x 18 mm xience v referenced is being filed under a separate medwatch report.